Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture grade unknown.

Event description:
Patient reported left side "swelling, pain," "squared side," "capsular contracture grade 4", "prosthesis walking in liquid, as if it were maternal milk," "concerned about the status of worldwide cases of lymphoma," and "patient mentions that has researched and has all the symptoms compatible with bia-alcl" .the device remains implanted. Treatment: phytotherapics.

Event description:
Patient reported left side "swelling, pain," "squared side," "capsular contracture grade 4", "prosthesis walking in liquid, as if it were maternal milk," "concerned about the status of worldwide cases of lymphoma," and "patient mentions that has researched and has all the symptoms compatible with bia-alcl" .the device remains implanted. Treatment: phytotherapics.

Event description:
Patient reported left side "swelling, pain," "squared side," "capsular contracture grade 4", "prosthesis walking in liquid, as if it were maternal milk," "concerned about the status of worldwide cases of lymphoma," and "patient mentions that has researched and has all the symptoms compatible with bia-alcl" . Patient provided an ultrasound with findings of "folds in the implant elastomer". The device remains implanted. Treatment: phytotherapics.

Manufacturer narrative:
Additional, changed, and/or corrected data: d4, h4.

Manufacturer narrative:
Additional, changed, and/or corrected data: b6.

Event description:
Patient reported left side "swelling, pain," "squared side," "capsular contracture [baker] grade 4", "prosthesis walking in liquid, as if it were maternal milk," "concerned about the status of worldwide cases of lymphoma," and "patient mentions that has researched and has all the symptoms compatible with bia-alcl" . Patient provided an ultrasound with findings of "folds in the implant elastomer". Patient later reported left side, "noted a minimal presence of peri-implant fluid". The device remains implanted. Treatment: phytotherapics.

Event description:
Patient later reported left side, "noted a minimal presence of peri-implant fluid".

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Additional, changed, and/or corrected data: b5, b6, g2, h6.

Manufacturer narrative:
A review of the device history record will be initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Patient provided an ultrasound with findings of "folds in the implant elastomer".